Manufacturer narrative:
A definitive root cause for the reported stenosis cannot be ascertained from the provided information. Although determined to be valve related, the exact role the valve played in the etiology of events cannot be confirmed. Previous perivalvular fibrosis of a previously explanted cryovalve sg rv-pa conduit suggests a possible tendency for excessive scarring in this patient. Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. There is no indication that an error or deficiency occurred and the IFU adequately communicates risk. All risks identified have been mitigated as far as possible and residual risk is acceptable. The report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Surgeon performed a ross avr on (B)(6) 2017 and implanted a 31mm sgpv00 sn# (B)(6) for the rv/pa conduit replacement. The sgpv00 developed early conduit stenosis and required a second rv/pa replacement. Surgeon then replaced the rv/pa conduit on (B)(6) 2018 with a sgpv00 32mm sn# (B)(6). The sgpv00 has once again developed conduit stenosis that will require a 3rd rv/pa replacement. Date of third replacement surgery is unknown. Sgpv00 sn# (B)(6) was addressed in FDA report 1063481-2018-00023. This report is relegated to sgpv00 sn# (B)(6).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Surgeon performed a ross avr on (B)(6) 2017 and implanted a 31mm sgpv00, sn# (B)(4) for the rv/pa conduit replacement. The sgpv00 developed early conduit stenosis and required a second rv/pa replacement. Surgeon then replaced the rv/pa conduit on 7/19/2018 with a sgpv00 32mm, sn# (B)(4). The sgpv00 has once again developed conduit stenosis that will require a 3rd rv/pa replacement. Date of third replacement surgery is unknown. Sgpv00, sn# (B)(4) was addressed in FDA report 1063481-2018-00023. This report is relegated to sgpv00 sn# (B)(4).